Event description:
It was reported that this right ventricular (rv) lead was suspected of perforation during implantation. This lead was initially attempted on the heart septum but the pacing thresholds were not satisfactory. The physician decided to place the lead on the apex. During the placement the device was raised to the pulmonary artery and was suspected to have perforated the tissue. After implantation, an echocardiogram confirmed a small accumulation of pericardial fluid. The impedance was compared post fixation and after the echocardiogram was performed and since the change was considered not significant by the physician it was concluded that the lead was fixated in the myocardium. The patient was transferred to the intensive care unit the day after the procedure for observation. Since the patient reported to be stable, was then moved to the general ward and later discharged. The device remains in service. No additional adverse patient effects were reported.